Event description:
Complainant alleged that the autopulse resuscitation system powered off subsequent to device being powered on. Customer also indicated that they attempted to use the device again with a new battery. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. During functional testing, the reported complaint could not be reproduced; the platform was powered on and off multiple times with no issues noted. It should be noted that a system error 132 (internal watchdog timeout) was observed once during testing, however, the platform remained powered on. The reported issue of the platform powering off after only a few seconds of being powered on could not verified. Based on the functional testing performed, the reported complaint could not be confirmed.